Manufacturer narrative:
Internal tubing of the device contained discoloration indicating possible contamination. The device was then tested, and cfu counts did not meet the acceptance criteria per wi-09 microbial load verification procedure. The device went through an internal water pathway replacement and afterwards, according to lab results, the cfu count met the acceptance criteria per the aforementioned procedure. The device was inspected and is fully functional.

Event description:
The customer sent in pictures of their internal tubing to cardioquip for review. Cq director of operations and epidemiologist reviewed the pictures, and recommended that the device be sent in for an internal water pathway replacement due to the presence of brown discoloration around the tubing clamps.